Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wireless was displayed as charging and the power supply could not be turned off, and charging was not possible. The product was replaced and the issue was considered resolved. Additional information was received: it was reported that the event occurred during normal use after implantation. Even though they turned off the power once and rebooted it, the situation did not change and charging could not be performed. It is unknown what occurred under what conditions of use.